Manufacturer narrative:
H.6) 100 - a motor stall with audible low pressure alarm, was found but not repeatable replaced stator and motor board.

Event description:
Report of alleged "no volume delivered, alarmed low pressure. Found during bench test."